Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent excision of multiple abscesses on (B)(6) 2011 during which the surgeon noted several masses in the subcutaneous tissues which were found to be chronic abscesses. They were removed and found to be accompanied with pieces of suture and mesh. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted numerous dense bowel adhesions to the mesh. He also encountered foul smelling succus entericus where the mesh had eroded into a loop of small bowel forming a bowel to mesh fistula. He began taking down adhesions but got to the point he could no longer take down adhesions safely. Only after freeing up the small bowel was he able to remove the loose infected mesh. With mush difficulty, due to the size of the fistula and the numerous adhesions, he was able to excise the fistula. It was reported that the patient underwent a surgical procedure on (B)(6) 2021 during which the surgeon noted chronically unhealing draining wound which correspond to an enterocutaneous fistula to a loop of small bowel which had fused to the abdominal wall. He discovered numerous pieces of mesh in the lower abdomen as seen from the prior surgery. He was able to excise and close the fistula. He also discovered a piece of bowel which was tattered. It was reported that the patient experienced pain and infections. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/31/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.